Event description:
The customer (biomed) reported that during testing as the device was being charged for a defibrillation shock, the joule charge level disappeared from the screen and the customer started to smell an electrical smoke smell. The reported issue came on the 5th consecutive shock during testing. The four (4) previous shocks were delivered successfully. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed several event codes. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use. The removed therapy pcb assembly was further evaluated in the failure analysis center. The cause of the reported failure was determined to be due to a shorted and burned capacitor, designator c106.